Event description:
The pt reportedly experienced over loud sensation followed by loss of lock. Testing confirmed that the device is not functioning. Surgery to explant the pt's device will be scheduled.